Event description:
It was reported that during a transcatheter aortic valve implantation procedure, while loading a 29 mm valve into the delivery catheter system (dcs), more tension was noted on the dcs than usual. It was further reported that there was a lot of friction upon removal of the stylet, and it was not possible to insert the dcs on the medtronic guidewire. It was also noted that the delivery handle was broken. The dcs was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: confida guidewire; product lot number: unknown; implant date: not-implantable; explant date: na medtronic product ID: 29 mm evolut valve; product serial number: unknown; product type: 0195-heart valves; implant date: na; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.